Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a no disposable clamp tubing occurred, and the pump would not run. The patient was instructed to silence the alarm and review the pump settings. Additionally, the patient was assisted to power the pump off and then restart but the alarm reoccurred. The pump was turned off, tubing was clamped and the cassette was removed. Patient stated that no air bubbles are present in tubing of cassette. Patient was instructed to massage the tugging and gently tap cassette on hard surface. The cassette was reattached pump was powered on, however, the alarm returned and the screen read pump would not run. Patient was advise to call the clinic. The pump will be replaced. No patient injury was reported.